Manufacturer narrative:
The promus premier ous mr 24 x 2.75mm stent delivery system (sds), was returned for analysis. Multiple kinks were noted along the shaft of the device and a shaft break was noted. The manifold/hub was not returned. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was no sign of movement; the stent was set between the proximal and distal marker bands. The bumper tip showed no signs of distal tip damage. Tactile and microscopic analysis was performed on the device.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mild to moderate calcified and non tortuous left coronary artery (lca). A 24 x 2.75 promus premier stent was advanced for treatment. However, during the procedure, the device kinked and the shaft was detached. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
The promus premier ous mr 24 x 2.75mm stent delivery system (sds), was returned for analysis without the manifold/hub. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks were noted along the shaft of the device and a shaft break was noted 47 +/- 5cm distal from the distal end of the strain relief. No issues were identified with the outer/mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and had not been subjected to positive pressure. The stent was set between the proximal and distal markerbands and there was no sign of movement. The bumper tip showed no signs of distal tip damage.

Event description:
T was reported that shaft break occurred. The 80% stenosed target lesion was located in the mild to moderate calcified and non tortuous left coronary artery (lca). A 24 x 2.75 promus premier stent was advanced for treatment. However, during the procedure, the device kinked and the shaft was detached. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. The promus premier ous mr 24 x 2.75mm stent delivery system (sds), was returned for analysis. Multiple kinks were noted along the shaft of the device and a shaft break was noted. The manifold/hub was not returned. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was no sign of movement; the stent was set between the proximal and distal marker bands. The bumper tip showed no signs of distal tip damage. Tactile and microscopic analysis was performed on the device.